Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device seized at first then broke free but sounded unusual and ran slow. Therefore, the reported condition was confirmed. It was further determined that the o-rings were worn, bearings were damaged (corroded) and fork was damaged (cracked). The assignable root cause was determined to be due improper care and immersion. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the sagittal saw attachment device was not holding the saw blade device very well and did not feel secure. It was also reported that the device made weird noises when attempting to saw. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There was no human patient involvement as this was a veterinary equipment. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.